Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl on tuesday. The blood glucose not been under 200 mg/dl since monday, early part of tuesday she was 400 mg/dl and last night it was 300 mg/dl, this morning she was over 400 mg/dl again and 467 mg/dl this morning. Customer treated high blood glucose with the bolus and insulin pen and unable to troubleshoot for it. The device is not expected to be returned for analysis.